Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision operative notes. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03774 and 0001825034-2017-03785

Event description:
It was reported a patient underwent a hip revision approximately seven years post-implantation due to an aseptic, lymphocyte-dominated vasculitis-associated lesion (alval) and pelvic ring fracture. During the procedure, a small amount of cloudy synovial fluid was obtained and the patient's presentation was consistent with the metal-on-metal alval disease. The modular head, and acetabular cup were removed. Cage, poly cemented acetabular component, and ceramic head were implanted. Attempts have been made and no further information has been provided.